Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device display was dim and only part of the text was displayed. There were also small ships in the casing. It was found out that the unit was end-of-life. There was no patient involvement.